Manufacturer narrative:
H3: one device was received. During the visual inspection, the downstream occlusion (dso) seal was peeling off. During the functional testing, the reported issue was able to be confirmed through the dso/uso (upstream occlusion) test. The cause of the reported issue was a faulty dso sensor. The dso sensor and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the cassette was not locking and not being detected. During the inspection, it was found that the device had a cracked battery compartment, the downstream occlusion (dso) seal was peeling off and had a faulty dso sensor. There was no patient involvement.